Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was inflated while in the pt's urethra. The urologist was called to do a cystoscopy to insert the foley catheter. The pt would have had foley removed post operative on day #1, however, had to be discharged home with the foley catheter with an anticipated indwelling time of 5-6 days; f/u will take place on an output basis with the urology office.